Event description:
The customer owned device was previously returned to pentax medical from a customer on 15-oct-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 20-oct-2020: distal cap - fixed type failed epoxy seal integrity inspection, leak at biopsy channel (large/ primary) distal side, distal tip annual maintenance, air/ water socket cylinder o-ring chipped, primary operation channel resistance, distal cap/ case cracked, elevator body sticking, biopsy insulation ring deformed, failed wet leak test, failed dry leak test, hole in # 2 remote control button cover, # 1 remote control button cover cracked. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, deflector operating wire, operation channel, adjusting collar, angle wire, bending rubber, distal case/cap, insulation ring assy, rl pulley assy, ud pulley assy, remote control button, o-ring(0.5x1.3) imp-1 o-ring (1.8x19.8), bending rubber, segment staycoil assy imp-c/pb-free. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 28-mar-2016. The video duodenoscope is awaiting repair and approved by final qc as of 03-nov-2020.